Event description:
It was reported that the leads were fractured and had high impedances, and the patient lost stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20617877. UDI: (B)(4).